Event description:
A report was received that a patient would be explanted as she no longer used the device. It is unk, at this time, why the patient no longer used the device. The physician explanted the entire precision system. The patient was reportedly doing well after explant.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for bsn evaluation.